Manufacturer narrative:
(B)(4): visual inspection confirmed the certain® titanium hexed screw fracture. A DHR review did not indicate any non-conformances. The DHR and complaint review did not find any causes which may have contributed to the screw fracture as reported. The root cause of this event could not be determined.

Event description:
The doctor reported that while hand tightening the titanium abutment screw it fractured.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.